Manufacturer narrative:
Investigation pending.

Event description:
Caller reported a potential false positive troponin (tni) on one pt. Pt was ready to be discharged and tested one last time and got tni = 0.14. Sample was taken out and ran again with a result of <0.05. The used device was put back into meter and results were also <0.05. Pt had two prior tni results of <0.05 with no clinical symptoms. Caller also reported that the same incident happened three times with two different patients on this lot (w48362b). No data available on second pt, but appeared to be another low level tni. Cut off gray zone at site = 0.05-0.4.